Event description:
It was reported by service report that the head left siderail was unable to lock into the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link, latch assembly.